Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, one wire was loose at the 8mm force bipolar instrument's jaw side. No fragments fell into the patient. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.